Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, labeling anomaly and frozen display. The customer¿s blood glucose level was 111 mg/dl at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was not advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to verify frozen screen, keypad anomaly and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. No unexpected vibrating during testing. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.